Manufacturer narrative:
(B)(4). D10: item # unknown, unknown humeral head, lot # unknown. Item # unknown, unknown humeral stem, lot # unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a 2 stage revision procedure due to infection. The original implants were removed approximately 4 months ago and a spacer was implanted. Subsequently, the spacer was removed and a hemiarthroplasty was implanted on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Review of the reported event by a health care professional found: during the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. No product was returned; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. This is a limited investigation; a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.